Event description:
Philips received a complaint on an mx500 patient monitor indicating that the nbp measurement was inaccurate. The device was not in clinical use at time of event, no patient or user harm was reported.

Manufacturer narrative:
E1; (B)(6). Analysis was performed and the blood pressure connector was inspected and it was found to be improperly connected. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was blood pressure connector. Replacing the blood pressure metal connector solved the problem. The equipment has returned to normal functionality. A review of the service history for this device confirms the problem has not been reported again for this device.